Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited a lead safety switch (lss) due to high out of range right ventricular (rv) pace impedances. The measurements were measuring greater than 2,000 ohms. There was also an instance of loss of capture. The patient is not pacmaker dependent. Boston scientific technical services (ts) discussed possible causes and recommended bringing the patient in for further evaluation. Subsequent information indicates that this patient underwent a revision procedure and the rv lead was explanted and replaced. It was determined that the lead had dislodged, this was confirmed via x-ray. No further complications have been reported.